Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest distributes a similar device in the us. The complaint sample was evaluated for leakage by connecting it to a water source placed at head height of approximately 4ft in the direction opposite to the flow to replicate static pressure build up. The valve started to leak from under the pressure relief band. The root cause of the reported complaint condition is static pressure build up in the circuit.

Event description:
The report received states that during a case, blood leakage was seen from below the pressure relief band. The medical staff used the valve to complete the surgery because the amount of blood leaking was small. Additional information received indicates that the incident occurred shortly after the pump was turned off.